Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of a thoracic aortic dissection using gore® tag® conformable thoracic stent graft with active control system. On an unknown date, a distal stent graft-induced new entry(dsine) was observed. On (B)(6) 2024, a reintervention was performed. While deploying a gore® excluder® conformable aortic extender endoprosthesis at the proximal to the celiac artery, it moved proximally. Additionally, two gore® excluder® aaa aortic extender endoprosthesis and a non gore device were deployed but could not extend the implanted area enough. The new entry tear was not fully covered and blood flow to the false lumen through the new entry tear was observed. The physician elected monitor it, the procedure was completed without further treatment. The patient tolerated the procedure.

Manufacturer narrative:
B3: the date of incident is unknown. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use(IFU), adverse events which may require intervention and/or conversion to open repair include, but are not limited to: dissection w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.